Event description:
The customer reported obtaining intermittent erroneously high basophils and/or monocytes involving the unicel dxh 800 coulter cellular analysis system. The customer indicated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. This report references the event which occurred on (B)(6) 2013; please see medwatch report #1061932-2013-01204 for the report of the event which occurred on (B)(6) 2013. No patient results or data were provided by the customer for the event date noted.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched on (B)(4) 2013 and discovered a low differential cell count for the recent patient runs. The fse proceeded to replace and prime the differential preservative pump, perform the mtm (multi transducer module) integrated gain and phase adjustments, and calibrated the nrbc (nucleated red blood cell) whole blood. The fse verified instrument operations and results met published specifications. Failure mode of the event is likely attributed to the differential preservative pump. All related medwatch reports associated with this event: 1061932-2013-01204 and 1061932-2013-01283.